Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas was dropped and subsequently exhibited screen bezel separation with loss of display function, after which the user experienced prolonged hyperglycemia; a replacement device was shipped and the family transitioned to injections, with data synchronization to the mobile app planned and return of the damaged device requested. Symptoms included elevated blood glucose reported as ¿high,¿ hyperglycemia lasting over 12 hours with alerts for more than 90 minutes, large ketones, stomach pain, vomiting, and fatigue. Outcomes included the need for backup insulin injections and caregiver assistance, without professional medical intervention or hospitalization. Investigation included review of user reports, verification of shipping and return process, and education regarding device shutdown and start-up procedures. Investigation of this case revealed device mechanical damage to the display assembly consistent with impact, resulting in functional loss of the screen and inability to perform on-device shutdown, while the remainder of therapy was managed with alternative insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to impact.